Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or register as "high" on the cgm. The customer was advised to disconnect tubing, adjust the t:lock, and attempt a bolus, though the customer declined further troubleshooting. Ultimately, the customer changed supplies as necessary and resumed insulin therapy, resolving the situation.